Event description:
The report stated that the wire in the jaw broke and started to spark. Bare wire was exposed.

Manufacturer narrative:
Date of initial report : 07/15/2008. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.